Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 zimmer dental abutments are seated with the 1.25mm standard hex tool, latchlock hex tool, or the spectra-cone seating tool. The use of a prosthetic torque wrench is recommended to ensure optimum torque when placing the abutment or abutment screw. When using the latchlock hex tool, operate at 25rpm or less with a maximum torque of 30ncm. Risks associated with the reported event are highlighted in the risk management files rm-002z6 rev 2 and rm-002b7 rev 4: excessive loading on abutment/implant assembly, leading to abutment and/or screw failure. Screw over-torqued into implant, causing abutment and/or screw failure. Incorrect assembly of the abutment and/or screw to the implant (i.e. Crossthreading, abutment not seated properly, improper torque application, used with incorrect implant), causing abutment and/or screw fracture and implant failure. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.

Manufacturer narrative:
Lot number was not provided/known. He device was requested but not returned to manufacturer.

Event description:
The doctor reported that the screw fractured (tooth site #19) at the restorative doctors office. The patient was released with abutment and crown and was sent to the surgeon for the screw removal. On 31 may 2017 an update was provided with regards to the case. The oral surgeon had seen the patient and was unable to remove the screw. The implant required removal and required to be trephined out.